Event description:
The patient reported that when the pod was removed, the needle had not retracted and it stayed outside the pod. This indicates a needle mechanism failure. It was also reported that the pink slide did not move forward. No impact to the patient's glucose level was reported.

Manufacturer narrative:
Lot release records were reviewed, and the product lot met all acceptance criteria. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported needle mechanism failure. Locked down smartphone: lockdown, omnipod software app version: 3.1.5-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived partially deployed. The formed needle was observed have a bend at the exposed portion. The timing and cause of the formed needle damage could not be determined. It could not be determined if the formed needle damage is directly linked to the reported event. The linkage assembly and slide retract did not fully retract, resulting in an exposed needle. The linkage assembly was removed from the mechanism rail, after which damage was observed on the lip of the linkage assembly and mechanism rail post. Damage on both components indicated the fault as the damaged linkage assembly. Due to the needle remained exposed during operation, the damage linkage assembly can also be confirmed as the root cause of the reported pain during insertion in addition to the failure of the needle mechanism to retract as intended.